Manufacturer narrative:
Patient initial¿s: (B)(6). Device is an instrument and is not implanted/explanted. Device reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit tip broke off during a procedure. The surgeon was able to retrieve the missing tip and disposed of it. The patient was undergoing an open reduction internal fixation (orif) procedure for multiple facial fractures with comminuted mandible fracture of the symphysis / parasymphysis area. The drill bit broke during the placement of the mandible portion. The procedure was completed successfully with anything bit readily available. This is report 1 of 1 for (B)(4).